Event description:
It was reported that the cadd infusion pump alarmed "air in line". When priming the pump to get rid of the air (unhooked from patient), there was only about 2-3 inches of fluid at the end of the tubing before it went into the patient. The pump kept pumping even though the alarm (not a very loud alarm) was sounding. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.